Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the investigation.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
Upon opening, the physician found two neuron delivery catheter 070s to be kinked at the junction of the green catheter portion and the plastic hub. The physician noted one catheter was kinked so badly, he could see inside the lumen of the catheter. He also noted the packaging had no evidence of damage. This MDR is associated with MDR 3005168196-2012-00023.

Manufacturer narrative:
Device investigation: results: the catheter was returned in its packaging tube and with its shipping mandrel. The distal most 6 cm of the catheter had separated from the rest of the catheter and was still on the shipping mandrel. This section was connected to the body of the catheter by its internal support wires. There is a similar break at the distal end of the strain relief with the exterior polymer layers broken and the liner layer stretching. The catheter is non-functional. Conclusion: the catheter damage is confirmed. However, there is a break in both the proximal and distal ends of the device. The damage is likely the result of a tensile force failure and likely occurred when the distal end of the catheter was held in place around the shipping mandrel while the hub was forcefully removed from the carrier tube causing both the broken distal end and the stretched liner.